Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Event description:
It was reported the patient had a fall causing lead migration and was unable to enter MRI mode. The issue was confirmed via x-rays. Diagnostics showed the entire right lead had high impedance and fluoroscopy showed a possible fracture. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.